Event description:
The customer reported the ventilator primary alarm did not sound during an alarm condition. The customer reported the device remote alarm was sounding. The device was in use on a patient and the customer reported there was no patient harm. The manufacturer's service technician was unable to duplicate the reported problem. The service technician replaced primary alarm and the volume potentiometer as a precaution. Performance verification testing was completed and passed per operating specifications.